Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue was not resolved with troubleshooting.

Event description:
It was reported that the left anterior descending artery (lad) was first treated with a xience v 2.75 x 28 stent, which was placed successfully in the distal part of the vessel. Then, the xience v 3.0 x 28 stent was advanced with the intent to deploy it, but when it passed through the proximal part of the lad, which was moderately tortuous and mildly calcified, there was resistance. The xience v stent delivery system was removed from the patient; however, during removal, the stent implant dislodged from the balloon. A non-abbott balloon catheter was used to compress the stent to the vessel wall and two non-abbott stents were deployed to complete the case. After the procedure, the patient's blood pressure was not stable, but this resolved by (B)(6) 2010 and the patient was discharged from the hospital in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood visible on the balloon and contrast in the inflation lumen and on the hypotube, which is consistent with preparation and the stent delivery system (sds) being advanced into the patient anatomy. The stent was dislodged from the balloon and not returned, confirming the reported information. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the patient anatomy was moderately tortuous and mildly calcified, which likely contributed to the reported difficulties. In this case, it is likely that the stent dislodgement is related to use of the product, as there was no damage noted during inspection prior to use. Interaction with the tortuous and calcified lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage. Further manipulation of the sds would have resulted in the stent ultimately dislodging. Additional treatment was used to crush the dislodged stent into the vessel wall requiring further hospitalization. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. The reported difficulties appear to be related to the operational context of the product and not a product quality deficiency. Product performance engineering will monitor the incident circumstances.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow up report will be submitted with all relevant information.